Event description:
Had rk surgery in (B)(6) in 1995. Had prk surgery in 2000. Eyes have become permanently and chronically dry. Vision fluctuates. Had vitreous detachment and then retinal detachment. Followed by vitrectomy to repair retina.